Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump completely turned of after getting wet with water. Customer was calling after receiving new battery cap. Customer reported that the contact on the battery cap was not missing. Customer reported damaged to the backside of the display. Customer let the battery to dry and then inserted new battery and insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads and cracked keypad overlay.